Manufacturer narrative:
E1: reporting institution name, address, and postal code: (B)(6). Reporter and reporting institution phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was alarming for excessive tidal volume. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the unit was alarming for excessive tidal volume. This investigation is ongoing.